Event description:
It was initially reported to philips healthcare that the heartstart xl would not charge. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.